Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# unknown, product type: lead. Product ID: 977a290, serial# unknown, product type: lead. Country: (B)(6).

Event description:
It was reported that impedance testing performed at the time of an implantable neurostimulator (ins) replacement procedure found high impedances. The impedance testing ¿showed partly abnormal prior to closing the wound site.¿ as a result, ¿the lead was reconnected to measure impedances multiple times, but the issue persisted and electrodes showing abnormal impedances were different after reconnecting the lead. Impedance testing performed at 0.7 v found impedances of ¿>10000¿ ohms for electrodes 12-15 during one test and impedances ¿>10000¿ ohms for electrodes 9-12 and 15 during another test. Impedance testing performed at 1.5 v found impedances of ¿>20000¿ ohms for electrodes 9-15. It was stated that the ¿lead was damaged during the procedure¿ and that there was also ¿possibility to damage the lead prior to the replacement procedure.¿ the operating physician decided to use only the electrodes with normal impedances at the time of the procedure; the ins was implanted and the wound site was closed. It was noted the impedances issue was not resolved at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.